Event description:
It has been reported to philips, that the device touch screen calibration is inaccurate. Attempts of calibration were unsuccessful.

Event description:
It has been reported to philips, that the device touch screen calibration is inaccurate. Attempts of calibration were unsuccessful.